Event description:
Caller reported the pump battery will not charge. Reportedly, the customer received a power source alert. There was no reported adverse impact to the customer. Issue happened prior to call to cts and has resolved. No further assistance required.